Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Consumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained of 193 mg/dl. The customer's expected fasting blood glucose test result range is 90 - 100 mg/dl. The customer feels well and did not report any symptoms. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2017, a back to back blood test was performed by the customer non-fasting and produced test results of 126 mg/dl using truemetrix meter and 114 mg/dl using truemetrix meter. The product is stored according to specification. The test strip lot manufacturer's expiration date is 11/20/2017 and open vial date is (B)(6) 2016. The customer stated she does not take any medication for her diabetes and that she manages it with diet and exercise. The meter memory was reviewed for previous test result history (date / time not set): (B)(6). Memory concerns:the customer is concerned with the result of 193mg/dl in the meter's memory